Event description:
It was reported that during a cardiac ablation procedure, the physician noted that the irrigation port of the therapy cool path duo ablation catheter was broken and saline was leaking from the catheter handle. The catheter was exchanged and the procedure was completed. No pt complications were reported at the pt's status is listed as fine. Additional info was requested and is not available.

Manufacturer narrative:
One cool path duo 7f catheter was received for evaluation. Visual inspection revealed that the shaft was slightly bent 8.5 cm from the distal tip. Functional testing revealed that the catheter, when deflected, could create and hold a curve that matched the required template. The catheter, when in an undeflected state, did not match the required template due to the bend noted 8.5 cm from the distal tip. The catheter was dissected at the location of the noted bend revealing the flat wire was slightly bent. A syringe was used to flush water into the catheter lure towards the tip. Water leaked through the catheter handle. The catheter handle was opened revealing saline residue. It was noted that the fluid lumen inside the opened handle was cut approx 2 cm from the bottom of the handle. This resulted in two pieces of lumen, one smaller piece located near the bottom of the handle and a longer piece, which runs through the catheter shaft all the way to the catheter tip. The longer section of the fluid lumen did not move when pulled, however, the section of fluid lumen closet to the handle separated when a pulling force was applied. The breakage/separation occurred in the location of the proximal end of the handle. This resulted in saline entering the catheter handle during the procedure, which resulted in the handle leak. Review of the device history records confirmed the device met mfg requirements prior to shipment. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with mfg as the event is related to a mfg non-conformance. A quality improvement project has been initiated to investigate the issue.